Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a dialysis catheter placement, the catheter extension leg allegedly bulged. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and two electronic photos were provided for review. Visual, tactile and functional evaluations were performed on the returned device. The distal end of the blue luer extension leg was noted to be popping out and appeared milky-white. Discoloration was observed to the blue luer extension leg. Therefore the investigation is confirmed for the reported catheter bulging and identified opacification and discoloration issues and the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a dialysis catheter placement, the catheter extension leg allegedly bulged. Reportedly, the catheter was removed and replaced. There was no reported patient injury.